Event description:
It was reported that deployment difficulties and stent damage occurred. The target lesion was located in a non tortuous superficial femoral artery (sfa). The target lesion was pre-dilated then a 6 x 200mm x 130 cm innova stent was advanced. The physician began deployment using the thumbwheel and when approximately 5cm was deployed, he encountered heavy resistance. The physician then switched to the pull grip and encountered ¿free/very light¿ resistance while pulling. It was visible under fluoroscopy that the sheath was not moving. In order to deploy the remainder of the stent, they pulled the delivery system until the stent was deployed resulting in the stent stretching 20cm and ultimately occupying 40cm of the sfa. The procedure was completed by placing another stent to remedy the stretched innova. No further patient complications were reported. The patient was stable following procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the innova stent delivery system (sds) was returned. The stent was not returned. Functional testing of the device revealed that the rack moved freely and the thumb wheel rotated with no issues. So the handle was opened to analyze the handle components, which revealed that the middle sheath had detached from the rack, which likely contributed to the difficulty deploying. There were no irregularities or damage noted to the middle and inner shafts. The outer sheath was buckled 36cm -37.5cm from the distal edge of the nose cone. The sheath was also kinked at the nose cone. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties and stent damage occurred. The target lesion was located in a non tortuous superficial femoral artery (sfa). The target lesion was pre-dilated then a 6 x 200mm x 130 cm innova stent was advanced. The physician began deployment using the thumbwheel and when approximately 5cm was deployed, he encountered heavy resistance. The physician then switched to the pull grip and encountered "free/very light" resistance while pulling. It was visible under fluoroscopy that the sheath was not moving. In order to deploy the remainder of the stent, they pulled the delivery system until the stent was deployed resulting in the stent stretching 20cm and ultimately occupying 40cm of the sfa. The procedure was completed by placing another stent to remedy the stretched innova. No further patient complications were reported. The patient was stable following procedure. This product is only (B)(6) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).